Manufacturer narrative:
Ref comp#(B)(4).

Event description:
On april 29th, 2024, fujifilm healthcare americas corporation was informed of an event involving ec-600wl v2. It was reported that the doctor was having difficulties turning the up-down angle knob and the scope did not respond as well during a procedure. The procedure was prolonged due to the scope not responding as it should. There was no harm or injury to the patient. No additional information was provided. As such, this report is being submitted due to delay of completion of the procedure.